Event description:
The customer reported that during a cystoprostatectomy, the jaws of the device would not open after it was activated and blade was used. The device was reported as being stuck on tissue. There was no pt injury associated with this event. This occurred with three other devices in the procedure. The other device can be referenced on MFR report #'s 1717344-2010-00742, 1717344-2010-0745 and 1717344-2010-00747.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.